Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that there was driveline cable wire damage. The patient intentionally cut their driveline, was hospitalized and required a temporary repair. A driveline splice repair was performed four (4) days later. During the repair, the ventricular assist device (vad) was stopped and venous access was prophylactically placed in preparation for the repair. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description has been updated to include the complaint from the patient about the squeeze mark on the splice cable. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the splice repair cable showed up with a squeeze mark, probably caused by tightening the nut with the splice tube, there was no physical damage. The patient was complaining about the squeeze mark on the splice cable.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated driveline cable met all requirements for release. Log file analysis could not be performed since log files were not available for analysis. On-site inspection of the driveline revealed damage to the outer sheath of the driveline. A driveline splice repair was performed to mitigate the conditions reported. Visual evidence provided by the site revealed squeeze marks on the outer sheath of the splice cable. As the result, the reported event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline damage may be attributed to the cutting of the driveline by the patient, as described in the reported event details. The most likely root cause of the squeeze mark on the driveline can be attributed to handling of the driveline splice cable, as described in the reported event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.